Event description:
On 2022-jan-26, information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated seeing settings not available on one of their settings yesterday. Pt said they were not getting any stim from that setting, and had been using that setting prior to this for 3 weeks. Pt said they had tried recharging ins and turning stim off and on but still got that message. Pt said they could change their other settings, but the setting that was giving settings not available was the one they got the most relief from. Pt denied any falls or programming changes. The circumstances leading to the issue were asked, unknown. The patient was redirected to their healthcare provider to further address the issue. On 2022-02-11, additional information was received from the manufacturer representative (rep). Patient reported loss of therapy. Impedance check showed 2,3,4,5 all do not use all 40k. Went to other lead with success and issue was resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.